Manufacturer narrative:
(B)(4). A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 2 of 3. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It is unknown if the patient required hospitalization. Treatment, cause and outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd895573 and gd896126 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Additional information: it was reported that the patient experienced a reoccurrence of peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown and treatment was not reported. On an unreported date, pd therapy was discontinued. The patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.